Event description:
I noticed that my cgm freestyle libre 3 sensor readings were off on my monitor by 30-40 on my last two devices. These two devices have had the serial numbers checked by the serial number checker on the website and are not included in the recall but should be. Taken at the same time by a contour next finger prick reader. Hypoglycemia reading. Pt: 1912. Device: 1383. Ref: mw5188816.